Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone12.8 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia after wearing the pod for 24 to 36 hours, during which blood glucose levels rose to greater than 400 mg/dl. The patient reported symptoms including high ketones and vomiting. Prior to arriving at the emergency room, the pod had already been removed. Upon evaluation, the patient was treated with intravenous fluids and underwent blood tests. The patient remained in the emergency room throughout the morning and was discharged later the same day, on (B)(6) 2025.